Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which indicated unexpected restart. A cold reset was performed. Customer was able to clear the alarm and able to rewind insulin pump. Alarm occurred shortly after inserting a new battery. After inserting new battery insulin pump was received same alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.